Manufacturer narrative:
(B)(4). Cine images were reviewed by abbott clinical and confirmed the dissection occurred after the stent was deployed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the mildly calcified, distal left anterior descending artery, a 3.5 x 15 xience v stent was deployed and a dissection occurred. A 3.5 x 18 xience v stent was deployed for treatment of the dissection. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information has been provided.